Event description:
Pt was scheduled for an incision and drainage procedure on 10/24/97 for a large abscess on r buttock. Abscess cavity was packed with kerlix gauze and a 3/4" penrose drain which was placed in a dependent position. Pt was discharged with drain intact. F/u in dr's office was 10/30/97 during which drain tube was advanced approx 3" from wound. Another f/u visit on 11/5/97 and drain tube was advanced 3" from the wound. Office notes for the f/u on 11/17/97 made no mention of the drain. As wound would not heal, pt was scheduled for a second incision and drainage procedure on 2/20/98 during which an approx 4" piece of the 3/4" penrose drain was discovered and removed.